Event description:
Received the essure birth control in (B)(6) 2014. A month later, I noticed shooting pains that started in the area of my left ovary and shot to my left knee. I thought it was temporary, and it continued. At my first follow up, I informed my doctor who implanted the device of my issues and he assured it wasn't related to essure. Didn't do any test, just sent me home. I had never in my life experienced that pain, I even gained 30 pounds. I finally built up my anger and called for another appointment but was informed my previous ob/gyn no longer practiced there. So I was refered to another ob/gyn at the same office. She listened and sent me to run tests. Including the one to make sure the coils were in place and blocking. I still experience that pain, daily if not 24 hours of the day. My cycle is horrible, blood gushes down my legs no matter what pad or tampon I use. I have three children that need me and my life is not the same. I can't function 100 percent because of this!